Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an abdominal hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was unknown. The patient was not hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.